Manufacturer narrative:
The UDI number and the following sections were updated: type of investigation; investigation findings; investigation conclusion.

Event description:
Customer stated that (378223 - slit knife 2.3mm angled single bevel w/safety (10/sp)) had a retracted shield. There was no patient involvement or injury to patient or user.